Event description:
During sponge count one missing. X-ray of chest 5 times did not reveal sponge or the markings around the coronary grafts. Surgeon decided to re-explore the chest and one (1) sponge was retrieved.